Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found the circuit breaker had popped.

Event description:
It was reported that, during patient use, an 840 ventilator's compressor was inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
Covidien reference (B)(4). The evaluation and repair of the device has been completed. The service engineer (se) replaced the compressor assembly and unit passed all testing and operates within the manufacturing specifications.